Event description:
Customer reported during a lactated ringers infusion, bubbled tubing was observed at segment which goes into pump. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
MFR's report date: 08/28/2014. Internal file no: (B)(4). Pt info requested and all available info is included. This report was filed by the MFR. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.